Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 alarm (air in tubing), which occurred on the homechoice during therapy. The patient stated alarm occurred the previous night. The cause of the alarm could not be determined. There no patient injury or medical intervention indicated at the time of the initial report.